Event description:
Additional information received reported that the tined section of the lead broke during explant. No troubleshooting was done to provide insight to the issue. The patient had the removal done so another hcp could do an MRI. The other hcp would not do the MRI because 95 percent of the permanent lead with the retained distal tip was left and even with information from the manufacturer, radiology would not do the MRI. The patient recovered without permanent impairment.

Event description:
It was reported that the health care provider (hcp) received a call from the patient¿s spouse requesting the materials of the lead. The hcp had attempted to explant the system due to the patient needing an MRI. The hcp was able to explant about 95 percent of the system, but the tines were left as the distal lead tines were retained in the sacrum. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v913910, implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).